Manufacturer narrative:
Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer had filled the cartridge with cold insulin. Tandem technical support reviewed the fill process with the customer to address the issue. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 78-247 mg/dl.